Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed a pulse test.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed a pulse test) was confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to a shorted esd700 component on the distribution node pca. The root cause for the shorted esd700 has been unable to be positively identified. No adverse event resulted form the defective electrode belt.